Manufacturer narrative:
Section a2, a3a, a3b, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: initial reporter: establishment name: unknown, information not provided. Section e1: initial reporter: address, city & post office or zip code: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided device evaluation: the product testing could not be performed as the device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made with the customer to obtain additional information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a non-preloaded monofocal intraocular lens (iol) exhibited an abnormality during implantation and was not implanted; however, no specific details were provided at that time. Upon follow-up, it was clarified that during implantation, while injecting ophthalmic viscoelastic device (ovd) into the eye using a cannula, the surgeon observed a black line/mark on the iol. The lens was partially delivered into the patient¿s eye and subsequently was removed due to dissatisfaction with the device. The procedure was completed successfully using a replacement lens. No additional information, including patient outcome, was provided.